Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The harness - filter board to auxiliary breathing system sensor was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer 11/18/2020, 11/23/2020, and 11/24/2020. Unique identifier: (B)(4).

Event description:
The hospital reported loss of mechanical ventilation. The patient was switched to manual ventilation and case resume. There was no report of patient injury.